Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that an alarm was heard (B)(6) february but telemetry was not yet performed as no physician programmer was available. It was indicated that someone at the facility supposedly contacted the manufacturer a few days ago (from (B)(6) 2017) to get someone to check the patient¿s pump because they were hearing it alarm, but so far no one had come out to check it. It was acknowledged that it was possible the patient needed a refill but the hcp did not have any details, which was indicated as why they wanted the pump read. The hcp was transferred to have a manufacturer¿s representative paged. Troubleshooting could not be done due to the lack of access to product. No symptoms were reported. Additional information was received on (B)(6) 2017. The most appropriate person to contact for additional information regarding the alarm was provided. It was noted that the patient was initially evaluated at another location. It was reported that the patient then arrived at the hcp¿s location on tuesday (B)(6) 2017 and that on thursday (B)(6) 2017 the pump was refilled with 20 ml of baclofen. It was indicated that the cause of the alarm was determined to be that the pump was not refilled on time. It was also indicated that the alarm had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2017-mar-17. It was reported that the patient missed the refill date which led to the pump not getting refilled on time. It was indicated that the patient did not experience any symptoms related to the pump not getting refilled on time. ¿none¿ was stated in response to clarification of which type of alarm or specific alarm event was occurring.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.